Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was transferred to the implanting center for evaluation of aortic insufficiency and "reving sound in lvad". The pt was prothrombotic when on a heparin drip. Lactate dehydrogenase (ldh) began to increase when pt transitioned from heparin to lovenox. The pt was taken to the operating room for a pump exchange from one lvad to another lvad.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.